Manufacturer narrative:
(B)(4). Initial surgery in 1992. Concomitant medical products: unknown femoral component, unknown tibial tray, unknown tibial bearing. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08889, 0001825034-2017-08890.

Event description:
It was reported that the patient underwent a poly revision 24 years post initial surgery due to instability caused by wear of polyethylene bearing as the tibial baseplate was misaligned. There was noted to be damage to the posterior medial aspect of the tibial baseplate.